Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was presented to emergency room (ER) with chief compliant of chest pain. It was confirmed through echocardiogram that the right ventricular (rv) lead was perforated through the heart wall with fluids outside the heart. The rv lead was repositioned. No additional adverse patient effects were reported.